Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are being filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery after an interventional ablation procedure with an 8f sheath. Reportedly, a figure of 8 stich was done in an attempt to close the access site after the ablation procedure. However, hemostasis was not achieved. Four prostyle devices were attempted with the figure of 8 stitch still in place, but a cuff miss [suture retrieval issue] occurred with all four devices. A fifth prostyle device was attempted. The footplate separated in the tissue trac. There was no attempt to retrieve the separated footplate. Vascular surgery was done to achieve hemostasis leaving the separated footplate in the patient. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.